Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobe resection - right upper lobe, wedge resection. According to the reporter: the report stated surgical intervention was required due to significant air leak.